Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: investigators were unable to complete the investigation as the pump powered up to blank screen making further testing impossible. However, the audio and vibration were detected at pump power up. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump had intermittent sound and that the vibration function was not working. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery. There was no indication that the product caused or contributed to an adverse event.